Event description:
Boston scientific received information that noise was oversensed on this cardiac resynchronization therapy defibrillator (crt-d) resulting in inappropriate anti-tachycardia pacing (atp) therapy. All lead measurements were stable and within normal limits. Air bubbles behind the sealplugs were suspected. No adverse patient effects were reported and the device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.